Manufacturer narrative:
Product event summary: at analysis it was noted that though the device appeared to be received in good cosmetic/mechanical condition it was not possible to perform incoming testing because the device did not start up. It was noted that there was corrosion on the main printed circuit board as well as the display printed circuit board, and the battery contacts were contaminated. It was advised that the unit be scrapped, however it was subsequently requested that it be shipped back to the customer unrepaired.

Event description:
The external pulse generator was returned for "service and repair" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.